Manufacturer narrative:
H3: product analysis of ped-350-20, lotno:b608337 damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal end of braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from 5.7cm to 6.5cm fom distal end. The phenom 27 catheter distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pushwire and braid were pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal end of pipeline flex appeared to be fully opened and damaged. However, based on the analysis findings, the phenom 27 catheter was confirmed to be accordioned as the catheter body was found to be accordioned. From the damages seen on the catheter body (accordioning), pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227084166); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and the phenom catheter was found to have damage. The patient was undergoing dense mesh stent implantation for treatment of a fusiform, unruptured aneurysm in c6 with a max diameter of 5.6 mm and a 4.5 mm neck diameter. Landing zone: distal: 3.2 mm and proximal 3.45 mm. The accessed vessel was the femoral artery with a diameter of 5.6 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the blood vessels unobstructed. It was reported that when treating an aneurysm with a dense mesh stent, the tip of the pipeline stent could not be opened, and it still could not be opened after multiple attempts. After the system was withdrawn, stubble appeared on the tip of the stent, and the phenom27 catheter showed accordion-like wrinkles. Replaced it with a new set system and stent, the surgery went smoothly. The pipeline was not used for an indication that is off-label the pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the cause of the pipelines failure to open was due to the rough tip end. The pipeline was not placed in a vessel bend it failed to open, it was placed in the straight section. No additional steps or other devices were utilized to open the pipeline.